Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the pump was removed last (B)(6) 2020 (unable to provide exact date) due to spinal meningitis/infection. Further information was not provided.